Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was positioned twice due to low r-wave measurements, with the helix extended in both instances. Upon a third positioning attempt, the helix failed to extend even after 29 turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.